Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient, who has, adhd, went to the beach wearing the pod and podpals (it has been worn for 2 days), but the pod still detached. He did not inform his parents and later went to a friend's house without wearing a pod, leading to a rise in blood glucose (bg) levels. His bg reached 22.5 mmol/l (405 mg/dl), and ketone levels were 1.8 mmol/l, prompting an emergency room visit. After examination and blood tests, the patient was found to be dehydrated and had low electrolytes. He received 700 ml of saline and was stabilized. A new pod was applied, and he was discharged after 3 hours. The old pod was discarded.